Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead was not sensing and pacing appropriately. It was noted that the lead dislodged. During the procedure, repositioning was attempted however, the lead dislodged again. The helix was unable to retract. The lead was explanted and replaced. The patient was discharged.